Event description:
A physician attempted to place an xceed stent. The physician unlocked the device, rotated the handle a couple of times to release the stent, but the handle froze. The stent was partially deployed. It was reported that it "jumped onto the aorta but was successfully snared and withdrawn." The device was removed without incident. The pt is doing fine.

Manufacturer narrative:
The device was not returned, however, the lot number was provided. Review of the device history record for this lot did not produce any findings relevant to this report.